Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# (B)(4)) on behalf of the MFR arjohuntleigh, a branch of arjo ltd., med (B)(4) (registration# (B)(4)). It has been confirmed that the pt was treated for the condition and discharged from the hospital without further complications. Similar situation to medwatch report# 100381138-2011-00033. The info contained in this initial report is based upon the info provided to the MFR by reps of the MFR's sales and service unit subsidiary division. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Orthopedic surgery pt had the flowtron excel ac550 in use with appropriate leg compression garments; subsequently developed a dvt and pulmonary embolism.